Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the device had a cuff inflation/ deflation issue related to the pilot valve. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.